Event description:
It was reported that this pacemaker reverted to safety mode. The patient reported stimulation at the device pocket. This pacemaker was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device has returned and analysis is expected.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient reported stimulation at the device pocket. This pacemaker was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device has returned and analysis is expected.

Manufacturer narrative:
This report contains a correction to field e1: initial reporter country.